Event description:
It was reported that the patient had a car wreck two months ago and stated 'it felt like my implant was on fire the day I had the wreck, so I shut the thing off.¿ it was noted that ¿it wasn¿t working even before the wreck.¿ the patient had been able to feel stimulation, but was not getting symptom relief. It was indicated that the device ¿doesn¿t seem to work.¿ after the wreck, the patient was worried about her implant so she turned it off in case the accident ¿knocked it loose.¿ supplemental information received reported that the patient was seen by her physician two weeks ago. It was noted that the patient had no complaints, that the unit was off, and that the patient was voiding well. The patient did not require hospitalization and patient outcome was reported as no injury. Additional information has been requested, and when received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant product: product ID 3093-28, lot# v872545, implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).